Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The reported event of high pacing lead impedance was not confirmed.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the implant procedure, there was high pacing lead impedance (pli) noted on the right ventricular (rv) lead. A new lead was used to complete the procedure, and the patient was stable with no consequences.